Manufacturer narrative:
Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and the excessive no delivery test. No unexpected no delivery alarm or check settings alarm noted. All operating currents are within specification. Off no power alarm functions properly. Unit was programmed with several boluses and monitored. All boluses delivered properly and were listed in the bolus history screen. The unit calculated the additional bolus deliveries and were verified in the daily total screen. Unit then was programmed with multiple basal profiles and monitored. All basal profiles delivered properly their indicated amounts and were verified in the daily total screen. Unit also communicated properly with the glucose sensor simulator and the minilink transmitter. No unexpected high alarm, high predictive alarm or active insulin anomaly noted. No delivery anomaly, daily total anomaly, basal anomaly or bolus anomaly noted. No cosmetic damage noted. (B)(4).

Event description:
The customer reported via phone call that the infusion set was leaking insulin. The customer stated that she removed the set from the site and there was insulin all over it. Blood glucose level at the time of the incident was 35 mg/dl, which was treated with food. Blood glucose level at the time of the call was 59 mg/dl. The customer reported that there was a lot of active insulin and she had not delivered a bolus. During troubleshooting, the device displayed no reservoir during the displacement test. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.